Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as raw and blistered skin on the patient's stomach below the garment clasps. The patient consulted his physician who "felt that the garment was too small". There is no allegation of a device malfunction. Follow-up indicated that the patient received a larger garment and that the irritation had improved.